Event description:
Legal process report from plaintiff layer was forwarded from baxter law department. Report indicated the pt underwent a posterior lumbar fusion of their l4-l5 vertebrae with a bone graft and the insertion of a lumbar epidural catheter "in april 2002". After surgery, the pt was sent to recovery, where pt received several medications including dilaudid administered via a baxter pca pump. "In 2002", the report states the pt 'was overmedicated and became unresponsive and oxygen depleted. Pt was given narcan and transferred to ICU. After the first apneic episodes pt was transferred back to the floor." The report also states that pt was 'then overmedicated again and suffered from a second apneic episode and pt became unresponsive and blue. This ended when family entered the room and discovered that pt was blue and unresponsive. As a result of apneic episodes, the pt suffered a catastrophic loss of oxygen to their brain resulting in severe neurological damage. Pt survived the event, however pt has suffered massive brain damage and remains severely impaired." No info was reported about the device used on the pt, dose of medication, set up of the device.